Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2-eua lot 91164051 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial #(B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for eua(B)(4) documented in the record #15033.

Event description:
On (B)(6) 2022, genmark was advised of unexpected negative results for sars-cov-2 on the eplex rp2 panel tested on (B)(6) 2022. Data was analyzed per internal procedures and confirmed that robust internal control signals were generate for hrv/ev signal and rsvb, and there was no signal detected for sars-cov-2. The sample was also tested using comparator method, an unspecified cepheid genexpert assay, which generated positive results for sars-cov-2 and rsv with CT values of 30.8 and 28.7, respectively. Both results were communicated to the physician and it is unknown how treatment was affected.